Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was at a (B)(6) facility ((B)(6) experienced three short low flow alarms with pump flow in the 1500-1600rpm range on (B)(6)2021. Due to dehydration and low blood volume concerns, the patient's diuretic and kcl supplements were withheld and they were given bumex and metolazone. During bed rounds, the (B)(6)found the patient unresponsive, cold and not breathing. CPR was attempted but not successful. The patient was pronounced deceased at 02:55 on (B)(6) 2021. The ventricular assist device (vad) was functioning with a running green light at the time the patient was pronounced deceased. The pump was turned off after death and was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The reported low flow alarms could not be confirmed as no log files were submitted for review. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.